Event description:
Intra-abdominal fluid collections [localised intraabdominal fluid collection]. Leukocytosis [leukocytosis]. Case description: literature-spont report received on (B)(6)-2009 from a company representative regarding (B)(6) male patient. This report was received from a literature search and the literature article is entitled "sterile intra-abdominal fluid collection associated with seprafilm use". The patient's relevant medical history included: an extended right hemicolectomy for a large fungating mass in the transverse colon. Following the hemicolectomy, the patient presented to the emergency department on post-operative day 7 complaining of abdominal pain. He was admitted to the hospital and was found to have intra-abdominal free air on CT (computerized tomogram) imaging and was subsequently taken to the operating room for exploratory laparotomy for suspected anastomotic leak. Intraoperative findings revealed intense inflammation around the ileocolic anastomosis without evidence of leak or disruption. No other enterotomies or missed injuries were noted. The anastomosis was resected and an end ileostomy with hartmann's procedure was completed. Three sheets of seprafilm were used at the conclusion of the case, one each around the ileostomy and hartmann's pouch and one in the midline overlying the small bowel. The patient tolerated the procedure well and was recovering uneventfully until postoperative day 6 when the patient was noted to have a mild leukocytosis, which persisted on postoperative day 7 prompting abdominal CT to rule out intra-abdominal abscess. CT evaluation was significant for multiple small intra-abdominal fluid collections, most prominent in the right paracolic gutter. The fluid collections were drained percutaneously, and gram stain and culture revealed no evidence of intra-abdominal organisms. After drainage of the fluid collections, the patient's leukocytosis resolved. The patent improved and was discharged home 6 days later on postoperative day 13. The patient did not go on to develop an intra-abdominal abscess or other signs or infection. As of the date of receipt of this report, the patient outcome was recovered. On (B)(6)-2009: upon further review of the initial information received on (B)(6)-2009, it was noted that the physician assessed the relationship between seprafilm and intra-abdominal fluid collection was possible. (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of drug x is not affected by this report.

Manufacturer narrative:
Report source literature description: journal: the american surgeon. Author: tyler, joshua; mcdermott, dustin; levoyer, thomas. Title: sterile intra-abdominal fluid collection associated with seprafilm use. Volume: 74. Year: 2008. Pages: 1107-1110. Evaluation summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.